Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 21-feb-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when removing the delivery catheter system (dcs), the dcs caught the cage of the valve, causing it to dislodge of the native annulus. The valve remained in the ascending aorta and a second transcatheter bioprosthetic valve, was implanted in the native annulus without issues. No additional adverse patient effects were reported.